Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the support arm assembly would not disengage from the revision tibial resection guide."